Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a knot in the lock line requiring troubleshooting to untie the knot. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The cds was advanced to the mitral valve and the clip was positioned on the valve. During the clip deployment process, when the lock line was loosened from the lock lever cap, it was tighter than normal. Then, when while removing the lock line, the two ends of the lock line became entangled and formed a knot. Trouble shooting was performed and the knot was able to be untied. The clip was successfully implanted reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and a cause for the physical resistance/sticking associated with the lock line cannot be determined. The reported knot appears to be related to user technique as the lock line became knotted during the unwrapping/removal process. There is no indication of a product issue with respect to manufacture, design or labeling.